Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the reported events is likely due to stress of repeated use, external factors, or handling of the device. Instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.2 ¿preparation and inspection of the endoscope¿ describes how to inspect for the subject event as below. Inspection of the endoscope. 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to deterioration of the connecting tube. The additional evaluation findings are as follows: the bending and connecting tube had a dent; an abnormal sound was made due to damage on angulation lever. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due to dent on channel tube, the channel cleaning brush cannot be inserted smoothly. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the tracheal intubation fiberscope had a broken pin of the cleaning tube mounting bracket. There were no reports of patient harm. The device was returned and evaluated; the connecting tube had peeled coating, and the indication on the connecting tube marking had disappeared. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.